Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approximately 10 mins into the procedure the short port btt black inflation valve protruded out from the valve causing the balloon to not hold air. The harvester put pursestring sutures around the incision and completed the vein harvesting without replacing the btt short port. The hosp did not report any further pt complications as a result.

Manufacturer narrative:
Investigation results: a visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.